Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the right front electrode. The patient was recommended to use neosporin but discontinued use due to interference with the device. Patient reported that the rash healed.